Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. The cardiomems patient electronic system was received for evaluation. Both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error 5. In addition, review of the backend logs confirmed the occurrence of error 5 on 18aug2020. An error 5 involves the dsp reporting an issue related to temperature and is known to be associated with the compact flash. Based on the information received and the investigation performed, the cause of the reported event was incorrect speed setting of the compact flash card.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.